Manufacturer narrative:
The reagent lot number is 86116801 with an expiration date of 30-may-2026. The field service representative found the main pump pressure and rinse mechanism were out of adjustment. He performed adjustments, checks, and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 3 patient samples on a cobas c 503 analytical unit. Patient 1: the initial result was 5.6 mg/dl, and the repeated result was 8.4 mg/dl. Patient 2: the initial result was 4.9 mg/dl, and the repeated result was 9.2 mg/dl. Patient 3: the initial result was 5.4 mg/dl, and the repeated result was 9.3 mg/dl. The initial results were not reported outside of the laboratory. The repeated results were believed to be correct.

Manufacturer narrative:
The qc was acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.